Manufacturer narrative:
The investigation determined that a vitros anti-hiv result was potentially obtained from the unintended tube/cup position when processed using a vitros 3600 system. An ortho investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 3600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a customer request for a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation, it was determined that a sample fluid was potentially aspirated from the unintended tube/cup on a sample tray using a vitros 3600 immunodiagnostic system. A vitros anti-hiv result was obtained (vitros anti-hiv (B)(6)) and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended or dispensing sample fluid back into an unintended tube/cup could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. On 22 august 2016, ortho initiated the process to contact the customer about the event and any potential results that may have been affected. No additional information pertaining to any known impact to patients was communicated back to ortho at the time this report was completed. It is assumed there were no allegations of patient harm. (B)(4).